Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Reported readings were 126 and 162 mg/dl. Reporter did not have any symptoms. A control solution test of 126 mg/dl was in range. During troubleshooting it was noted that reporter had never cleaned the meter. No harm was alleged. Follow up attempts to contact the reporter for confirmation of the reported readings, and to obtain additional info, have not been successful.